Event description:
Bilateral breast augmentation approx 1992. Over the years has developed breast ptosis. States had saline implants in subglandular position. Now desires improvement in breast appearance. Pt underwent bilateral implant removal and capsulectomy. Implants were silicone gel impants - removed intact with no apparent leaking. Pt again augmented with silicone gel implants in subglandular position without problems.